Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center had poor contact of the light emitting diode and the light emitting diode of power switch does not light up, error e105 occurred, expired life expectancy of light emitting diode unit, and no light is emitted. There was no patient involvement.